Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated a pt sample generated a wbc result of 11 k/ul on the cell-dyn 4000 analyzer. No flag was generated and the result was reported. The specimen was retested on the cell-dyn 1700 analyzer with a wbc result of 5.1 k/ul and when tested on the cell-dyn 4000 in rrbc mode, the wbc result was 5 k/ul. A corrected report was issued. No impact to pt management was reported.